Manufacturer narrative:
The meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(6) 2011 with the following findings: the meter has passed testing with no faults found. 510(k) # is k073231.

Manufacturer narrative:
Device evaluation: the test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the test strips have passed all testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging that her onetouch ultralink meter was reading inaccurately high as compared to another device. The complaint was classified based on the customer care advocate (cca) documentation. The cca was advised by the patient that at an unspecified time on (B)(6) 2011, the patient reported blood glucose results of "350mg/dl" with a lifescan meter and "289mg/dl" on another meter, performed within 30 minutes or less of each other. Based on statistical methodology, the calculated difference of these glucose results was within the expected value of <= 30% and/or <= 30 mg/dl. The patient stated that she manages her diabetes with the insulin pump and at unknown times on both (B)(6) 2011, the patient claimed to have increased her dosage of apidra (unknown dose) in response to the alleged issue. One day after the reported issue began, the cca was informed by the patient that she developed symptoms of "shakiness and numbness" but denied receiving any treatment in response to these symptoms. At the time of troubleshooting, the cca determined that the meter was set to the correct unit of measurement and an approved sample site was used for testing. Replacement products have been sent to the patient. This complaint is being reported because although the patient denied receiving any treatment after the alleged product issue began, the patient claimed to have developed symptoms suggestive of a serious injury.